Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported her doctor found pieces of tampon inside her during a pelvic exam. She experienced a swollen vaginal irritation from the tampons along with redness, soreness, odor and itching. She also experienced multiple yeast infections. She was prescribed diflucan, oral and topical and discontinued using the tampons. Her symptoms have resolved.